Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the trach was broken and the ent at bedside glued the broken piece. The rn turned the patient and the trach came out. The rn replaced broken trach in airway and held in place without significant events. It was stated that the trach was rebroken in the same place, and the missing piece of blue plastic and glue was unable to be located.